Event description:
Pt was revised to address tibial and femoral loosening at cement/bone interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the (B)(4) complaint databases did not show any other reports against the femoral part and lot number combination. The lot number for the cement was not provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.